Event description:
It was reported that the patient presented for a routine generator replacement procedure. During the procedure, it was noted that the right ventricular lead was found to have retracted insulation and insulation abrasion at the proximal end of the header. No electrical anomalies were seen and the right ventricular lead was capped and replaced on (B)(6) 2024 to resolve the issue. The patient experienced no consequences and recovered post-procedure.